Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient. According to the complainant, after the implantation of the product, the patient suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, and other injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.